Event description:
It was reported that there was resistance during applying into the applier which caused the clip to fall off.

Manufacturer narrative:
(B)(4). Per DHR the product hemolok l clips 6/cart 84/box lot# 73g1800516 was manufactured on 07/17/2018 a total of (B)(4) pieces. Lot was released on 07/26/2018. DHR investigation did not show issues related to complaint. The customer returned one cartridge 544240 hemolok l clips 6/cart 84/box for investigation. The cartridge was visually examined with and without magnification. Visual examination of the returned cartridge revealed that it was returned with three intact clips remaining. The sample appears used as there is biological material present on the cartridge. The applier was not returned. Functional inspection was performed on the returned clips in the cartridge. A lab inventory clip applier was used. The clips were able to load properly into the jaws of the applier and were successfully applied to over-stressed surgical tubing. There was no resistance felt during loading and no clips fell from the applier. No functional issues were found with the returned clips. The IFU for this product, l06110 was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint of "loaded clip is insecurely seated" was not confirmed based upon the sample received. Upon functional inspection, the returned clips in the cartridge were able to load properly into the jaws of a lab inventory applier and were successfully applied onto over-stressed surgical tubing. No functional issues were found with the returned clips.

Manufacturer narrative:
Qn# (B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that there was resistance during applying into the applier which caused the clip to fall off.